Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 350 mcg/ml at 197.41 mcg/day and morphine 25mg/ml at 14.1 mg/day via an implantable pump. It was reported the patient presented at her post-op appointment normally. The wound looked great. The patient missed her refill appointment. The healthcare provider¿s office discovered that the patient presented to the hospital with an infection that turned septic. The healthcare provider¿s office was not notified until (B)(6) 2020. There were no known environment or compliance factors were noted that may have led or contributed to the issue. The diagnostics and troubleshooting performed was when the patient presented to the hospital, they were treated with IV (intravenous) antibiotics and the infectious disease department was consulted. The actions and interventions taken to resolve the issue was the pump and catheter were removed on (B)(6) 2020. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.